Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Additionally, it was reported that a cartridge alarm 0 occurred during the load sequence. Reportedly, customer reloaded the same cartridge to resolve the issues. The customer experienced a low blood glucose (bg) level ranging from 50-465 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.